Event description:
Reported event of death from (B)(6) article titled, "another pt dies after lap-band surgery" and published 24/sep/2011. Cause of death undetermined. Autopsy performed but (B)(6) report will not be available for approximately 3 months because it has been "deferred" for toxicology results. A request for a (B)(6) report will be made at that time. It is allergan medical's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band ap system is major surgery and death can occur." "Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."